Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent removal of suture on (B)(6) 2004 for dyspareunia. It was reported that the patient underwent excision of sling on (B)(6) 2004 for exposure and on 12/16/2013 for pain. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003, a mesh was implanted; on (B)(6) 2007, a mesh was implanted; on (B)(6) 2011, pinnacle was implanted; and on (B)(6) 2011, obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent extracorporeal shock wave lithotripsy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.